Manufacturer narrative:
It was reported that the user experienced a high blood glucose event that progressed to diabetic ketoacidosis and required hospital treatment with insulin. Review of available information suggests interruptions in insulin delivery associated with cgm issues and supply changes, but no device malfunction has been confirmed. The device was not returned for evaluation, and a follow-up MDR will be submitted if additional information becomes available.

Event description:
On 18-nov-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a bg of 500 mg/dl. The user had changed their supplies and attempted to troubleshoot their cgm and insulin delivery before seeking further care. The user was transported to the hospital where they were treated with insulin for diabetic ketoacidosis, discharged on (B)(6) 2025, and reported stable bg afterward.